Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user found it difficult to load a clip to the applier during a surgery. He/she checked the jaws and found that they were misaligned. Therefore, another applier was used instead. The applier was purchased by the hospital in (B)(6).

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in may of 2020. Evaluation of the returned instrument shows that the tips are slightly loose and misaligned in the closed position and the jaw pivot pin is slightly sticking out of one side of the outer tube assembly. The luer flush port cap was missing from this instrument as received. We are able to validate this complaint. After the initial evaluation this instrument was dis-assembled in order to evaluate its internal components and it was found that the internal drive rod fingers (n00185) are also damaged. It is suspected that the damaged drive rod fingers are what caused the jaws to be slightly misaligned in the closed position and for the jaw pivot pin to be slightly sticking out of one side of the outer tube assembly. Mishandling of this instrument at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the user found it difficult to load a clip to the applier during a surgery. He/she checked the jaws and found that they were misaligned. Therefore, another applier was used instead. The applier was purchased by the hospital in january.